Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-01, information was received from a consumer regarding a (B)(6), female patient who was receiving marcaine (concentration and dose unknown) via an implantable pump for non-malignant pain. On an unknown date in (B)(6) 2015, the patient wasn¿t getting the medication and the physician ¿couldn¿t get in.¿ the healthcare provider (hcp) could not get into the sideport to see what was in the pump, so the pump was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.